Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited impedance greater than 200ohms on the right ventricular (rv) lead; impedance measurements have been variable since the generator was changed. Technical services (ts) was consulted and theorized the suspected cause to be an issue with the svc coil. This device remains in service. No adverse patient effects were reported.